Manufacturer narrative:
.

Event description:
It was reported to gore a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect balloon sized to 16 - 18mm in diameter and 32mm in length. There also was a small deficient retro-aortic rim measuring around 2mm. The gore® cardioform asd occluder asd32e / (B)(4) was deployed in the septum covering all septal rims. After a push and pull maneuver the device was locked and the retrieval cord removed. Final intra-procedure imaging showed a residual shunt on the anterior-superior side with the left disc prolapsing to the right on the retro-aortic side and the decision was made to snare the device. During the first snaring attempt the occcluder embolized in the pulmonary artery, so the device was then snared and removed with a long 12fr sheath without any damage to the pulmonary valve or the artery. To close the defect, an 18mm ceraflex¿ asd occluder with the left disc measuring 32mm was implanted showing a minimal residual shunt at the superior vena cava through a minor second defect. The position of the ceraflex¿ asd occluder was reported stable and proper.

Event description:
It was reported to gore that on november 18, 2021, a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect balloon sized to 16 - 18mm in diameter and 32mm in length.

Manufacturer narrative:
H6, component code: added imdrf codes g04088, g04027. H6, type of investigation: added imdrf codes b15, b20. H6, investigation findings: added imdrf code c19. H6, investigation conclusions: added imdrf code d15. The device involved in this event was discarded at the facility. Therefore, an engineering evaluation could not be performed. Adverse events associated with the use of the gore® cardioform asd occluder may include, but are not limited to: device embolization. H6. Health effect - clinical code: replaced FDA code 4582 with imdrf code e2403. H6, health effect - impact code: replaced FDA code 4627 with imdrf code f2301. H6, medical device problem code: replaced FDA code 4003 with imdrf code a010402.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect balloon sized to 16 - 18mm in diameter and 32mm in length. There also was a small deficient retro-aortic rim measuring around 2mm. The gore® cardioform asd occluder asd32e / (B)(4) was deployed in the septum covering all septal rims. After a push and pull maneuver the device was locked and the retrieval cord removed. Final intra-procedure imaging showed a residual shunt on the anterior-superior side with the left disc prolapsing to the right on the retro-aortic side and the decision was made to snare the device. During the first snaring attempt the occcluder embolized in the pulmonary artery, so the device was then snared and removed with a long 12fr sheath without any damage to the pulmonary valve or the artery. To close the defect, an 18mm ceraflex¿ asd occluder with the left disc measuring 32mm was implanted showing a minimal residual shunt at the superior vena cava through a minor second defect. The position of the ceraflex¿ asd occluder was reported stable and proper.